Event description:
In 2008, the pt reported that the infusion site she inserted the afternoon of the day before had already "come loose." She stated that she used an insertion device for assistance and she uses IV prep to cleanse the selected area. She stated that she does wait for the area to dry before adhering the infusion site to her skin. She also uses surgical tape to keep the infusion site in place. She stated that there was a kink in the cannula when the infusion site was removed. Her blood glucose was not affected. She was sent a different type of dressing to help keep the infusion site in place. Upon follow up on three days after the original date, the pt stated that her infusion sites are sticking better with the dressing. Product was requested to be returned for evaluation.